Event description:
N/a.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information received, the reported device embolization appears to be related to procedural conditions. The reported hospitalization and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code:

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The sizing of the device determined by transesophageal echocardiography and computed tomography (CT) scan+ feops simulation. The landing zone measurements were at 45° -24 mm, at 60°-26 mm, at 90°-25 mm and at 135°- 23 mm. During procedure, the left atrial pressure was 13mmhg and 1000cc of fluid before and at the beginning of the procedure. The amulet was implanted after 2 partial recaptures before to find the optima depth and axes, after meeting close criteria¿s, tension test and two times stability test (x2). The device compression was optimal at the middle part of the amulet lobe. On (B)(6) 2025, the transesophageal echocardiogram (tee) showed the amulet was embolized and found in left ventricle. The patient was asymptomatic, and no valve obstruction (mitral of aortic) was noted. A decision was made to send the patient to surgery to retrieve the device. A cardiac surgery was performed to retrieve the device and it was an emergency procedure.